Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On october 24th, 2019,olympus medical systems corp. (Omsc) was informed that the user inspected the subject device ans detected a leakage. The patient was draped when the leakage was detected. It suggests that the patient was most likely under anesthesia. The procedure was completed using another device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.